Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for blood leakage from sleeve with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for blood leakage from sleeve was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: it was suggested that the wide mouth of the biomerieux holder contributed to the event. Bd was not able to duplicate or confirm the customers¿ indicated failure mode using a bd holder on the retention samples. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that the bd vacutainer® luer adapter leaked blood during collection when the sleeve did not recover. The bd luer adapter was used in combination with a biomerieux holder. No serious injury, no medical interventions. No mucous membrane exposure reported.